Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor sn (B)(6) indicating the "all alarm off" tab was missing post upgrade. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips technical support specialist (tss) provided an action plan for the customer; however, the customer did not respond and the tss closed the case. Good faith efforts were sent out to confirm if the tss's action plan resolved the issue; however, there was no reply. Tss had provided the customer a resolution from the instructions for use (IFU). Based on the information in the case and provided by the philips tss, the cause of the reported problem was observed to be a configuration setting issue. There was no response from the customer to confirm resolution. The case was eventually closed. No further investigation or action is warranted at this time. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the "all alarm off" tab was missing post software upgrade from k version to p version. The device was in use on patient at time of event, there was no adverse event reported.